Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) and restricted posterior leaflet for a mitraclip procedure. During the preparation, the three-way stopcock would not attach to the side port. It was checked with three stopcocks, none of the stopcocks attached to the side port of the guide. After tightening the stop cock, it would untighten and fall off. It was replaced with the new guide and continued the procedure. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, and without the device to analyze, the cause of the reported loose or intermittent connection associated with the stopcock unable to remain securely tightened onto the flush port luer, resulting in a leak could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Code 1667 was removed and 1371 was added.